Event description:
A malfunction code was displayed, and it was determined that the pump could not be reset, leading cts to decide on replacing the pump. There was no reported impact on the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy and was instructed to put the pump into storage mode before returning it to tandem using a prepaid label within ten days.